Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two stored episodes of oversensing noise. During the first episode, it was a signal artifact monitor (sam) event due to oversensing of noise on the right ventricular (rv) lead channel as well as rv lead pacing impedance was high out of range. It was noted that the patient had an ablation on that date. The second episode was due to fine noise being sensed as ventricular fibrillation (vf) with about two seconds of pacing inhibition. Technical services (ts) suggested adjusting the rv lead sensitivity. No adverse patient effects were reported. Currently, this crt-d system remains in service.